Event description:
I use an omnipod insulin pump with an integrated freestyle blood glucose meter. I used abbott blood glucose strips lot number 1361642 in my omnipod pump and in my freestyle freedom blood glucose meter for a couple of months. During that time, I noticed the pump meter was consistently lower than my freedom blood glucose meter. Because I am limited in the number of strips I can use I didn't want to waste strips on a control solution test, but I was constantly having to adjust my insulin dosage because the pdm was always reading hypoglycemic even though I was not. This resulted in me taking far less insulin than my body needed and suffering hyperglycemia. On (B)(6), I finally got so frustrated I found an unopened bottle of freestyle normal control solution and performed some tests on lot number 1361642 and was horrified the omnipod pdm read 65 mg/dl and my freestyle freedom blood glucose meter read 96. I tested on a couple of other abbott meters I have and they too were in the normal range which was 76-114. I called insulet corporation and they immediately sent me a new pdm for my pump. The first thing I did was a control test on the new pdm and it too failed the control test. Out of disgust, this morning I opened up a brand new lot of blood glucose test strips and all of my devices passed the control solution test. The 2 pdm's were 88 and the meter was 96. I am convinced this lot number 1361642 should have been included in the abbott glucose test strip recall. It reads low in the omnipod pdm's and normal in the freestyle freedom meter.